Manufacturer narrative:
(B)(4) - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device was not returned for evaluation. The lot # is unknown therefore the device history record could not be reviewed. The instructions for use states the following: "how to prepare and use the magic 3 catheter. The catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. This is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use, do not resterilize. Made of silicone elastomer. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient experienced a urinary tract infection, burning while urinating and fever as a result of using the device. The patient was prescribed unknown antibiotics to treat the infection.